Event description:
It was reported that the iLet user experienced elevated blood glucose after eating half a yogurt cup and five pieces of melon without announcing the meal, resulting in a highest CGM reading of 262 mg/dl and decreasing to 231 mg/dl by the end of the call, with corrections bringing glucose back toward range and no alerts or alarms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error contributed to the event.